Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. The device functioned without incident and a dry closure was obtained. The pt later showed signs of bleeding and was taken for surgical repair of a retroperitoneal bleed. The surgeon was not able to find the suture and suspected that it may have been evacuated with the clot. A fascial close related to the bleed was suspected. Surgery was successful and the pt was discharged to home without sequelae.